Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a patient experienced a fluid leak during their peritoneal dialysis (pd) treatment. Prior to identifying the fluid leak, a solution bag lines are blocked alarm occurred during dwell one of four. The patient contact called technical support (ts) for assistance after failing to bypass the alarm. The contact was advised to discontinue the treatment and set up with new supplies. When the cassette door was opened to remove the tubing set, fluid began leaking out from behind the door. At this point, the ts representative advised the caller to discontinue using the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. The cause of the fluid leak was not known. However, the patient contact reported that the film on the back of the cassette looked ¿swollen¿. The cassette was reportedly discarded and is not available to be sent back to the manufacturer for evaluation. The patient contact stated that the patient did not complete their treatment. However, it was confirmed that the patient is trained on performing stat drains, as well as manual pd therapy if needed. Upon follow up with the pdrn, it was reported that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient has received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cycler was reportedly returned to the manufacturer for physical evaluation.